Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that the set cracked at the male luer and caused leakage during use. D5 1/2 ns with 10meq kcl/l was infusing. There was no pt harm or no medical intervention required. No further pt or event information was provided.